Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis found that the device passed functional testing and duration testing, no failure found. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, the device switched off. This also occurred after the battery was changed. It was requested that the epg be inspected. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the device passed functional testing and duration testing, no failure found. A new battery was installed and the device was turned on for a long term test. Confirmed that the device did not shutdown itself during the duration test and functions appropriately. Since no failure was found, no parts were replaced. The device was calibrated and the circuit board was cleaned.